Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. It was stated that each time the customer attempted to prime the tubing the error alarm occurred. The customer was able to push the insulin through the tubing when she pushes up on the plunger, but it does not work once it is inside of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.